Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as applicable.

Event description:
It was reported to philips by a customer that the unit's touch screen is not working. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme reported the touchscreen not working when powering on and trying to use the touchscreen. The bme tried calibrating the touchscreen but it does not pass touchscreen calibration. The rse advised the issue may be the touchscreen assembly and provided part ID. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.